Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited under-sensing. No intervention was reported. The patient's condition was stable.